Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products: item# unknown, lot# unknown, unknown left tmj fossa component. Item# unknown, lot# unknown, unknown right tmj mandible component. Item# unknown, lot# unknown, unknown right tmj fossa component. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00554. 0001032347-2022-00091. 0001032347-2022-00092.

Event description:
It is further reported that the patient has bilateral tmj implants and that a revisions is being planned for (B)(6)2022 due to the dislocation issues.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00554. Concomitant medical products: unknown tmj fossa, lot # unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial tmj surgery. Subsequently, patient has complained of dislocation. Attempts have been made and no further information has been provided to date.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information. This product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h1, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.